Event description:
Ongoing problems since implant (B)(6) 2001. Ribs and costochondritis flares. Autoimmune tests showing high scores. Rheumatology still doing more work up. Ongoing pain in chest, esp. Left. Do not know manufacturer of implant or if implants are recalled. Surgeon retired? Date of initial problems selected didn't fall within form's parameters that only date back to 2011. FDA safety report ID# (B)(4).